Manufacturer narrative:
H.6. Investigation summary: an investigation into catalog number: 363080, lot #: 0009465 was initiated for overfill and erroneous results. Bd did not receive samples or photos from the customer facility for evaluation. Overfill: no customer samples were returned; therefore, the investigation was limited. The retention samples were tested with water and all were within the specification limits. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. Erroneous results: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. In addition the customer has indicated that the citrate draw guide provided by tech services has resolved their reported concern. Bd was unable to duplicate the issue seen by the customer and therefore this complaint cannot be confirmed for overfill or erroneous results. Bd will continue to track and trend for additional complaints and emerging trends.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes had erroneous results and overfill. The following information was provided by the initial reporter: "the tube sample is overfilling during sample collections and this is affecting test results. Customer is having na citrate tube sample overfill during collection and it is affecting test results."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes had erroneous results and overfill. The following information was provided by the initial reporter: "the tube sample is overfilling during sample collections and this is affecting test results. Customer is having na citrate tube sample overfill during collection and it is affecting test results."